Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening, assessed as fold flaw opening. As per the investigation procedure creases, non-penetrating nicks and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and MRI. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and MRI. Device remains implanted.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device.